Manufacturer narrative:
Follow-up #1: date of submission 07/01/2016. Device evaluation: the device has been returned and evaluated by product analysis on 06/20/2016 with the following findings: there were no prime related warnings found in the pump's black box. The rewind, load cartridge and prime steps were performed successfully with no alarms. The force sensor calibration was found to be within specifications. The pump was exercised for 24 hours with no alarms observed.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging that the pump was not priming enough insulin through the tubing. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.